Event description:
It was reported that the pt experienced an underdose with the following symptoms; increased baseline pain. The pump contained sufuenta 200mcg/ml and clonidine 10 mcg/ml. A pump motor stall was confirmed in the event logs with no motor stall recovery recorded. It was also reported that the pt was seen at the clinic on (B) (6) 2009. A single bolus was programmed and the pump was updated, but the motor stall occurred message was still present on the pump status and in the event logs. Replacement surgery and other pain management options were being considered.

Manufacturer narrative:
(B) (4)